Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted because of a decrease in general condition. The pump parameters are significantly increased with high power consumption and high flow calculation. The patient showed signs of hemolysis and is strongly congested. The patient was transferred to the intensive care unit for stabilization in hemodynamics. The patient underwent a heartmate (hm) ii to heartmate ii exchange on (B)(6) 2021. While in the intensive care unit the patient had hemodynamic instability and severe postoperative volume shift. The patient had prolonged low flows with reverse anticoagulation. On (B)(6) 2021 the pump showed a sudden increase in power consumption and high flow was calculated. The patient underwent another pump exchange, from a hmii to a hm3. The patient's thorax was left open for a second look over the next few days. The patient was stabilized and the hm3 was running as expected. Related manufacturer's number: 2916596-2021-02847.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Furthermore, the reported elevations in pump power and flow as well as the reported low flow events could not be confirmed as no relevant log files were provided by the account for review. A specific cause for the reported events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. The account reported that following the patient¿s pump exchange on (B)(6) 2021 (reference MFR. #2916596-2021-02847), the patient was brought to the intensive care unit (ICU) where hemodynamic stabilization was difficult under high dose catecholamines. Severe post-operative volume shift was in place and (B)(6) was running a prolonged time in the low flow range with reverse anticoagulation; therefore, anticoagulation was not started at that time. On (B)(6) 2021, spontaneous and sudden increases in power consumption along with high flow calculation were observed. The clinic decided to go directly for another pump exchange, this time from an hmii to an hm3, due to suspected re-pump thrombosis. The exchange went straight forward. Due to the enormous wound area as a consequence of two re-explorations for the exchanges, coagulation was difficult, and the thorax was left open for a second look during the next days. The patient presented in stable condition on (B)(6) 2021 and the hm3 device was running as expected. It was communicated that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. This document also lists thromboembolism as a potential late postimplant complication. Additionally, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU addresses all pump parameters. In reference to pump power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In reference to pump flow, the IFU describes situations which may result in a low flow hazard alarm, including changes in patient condition. This document also explains that pump flow is estimated from pump power. Furthermore, the hmii IFU and patient handbook contain information regarding all system controller alarms as well as the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jan2020. No further information was provided. The manufacturer is closing the file on this event.